Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and it started vibrating non stop. Customer's blood glucose level was unknown. Customer was assisted with self test and stated that screen was blank and it would not come back up. Insulin pump will be returned for analysis.